Manufacturer narrative:
Manufacture ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1: patient identifier: (B)(6). Section d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The device remains implanted, therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Per the additional/modified information received on 29-may-2023, regarding the event of ¿brain stem infarction,¿ cerebral infarction is a known potential complication associated with the use of the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues regarding the device, as the device performed as intended. The pi assessed the event as unrelated to the study device and unrelated to the surgical procedure. However, a cec adjudication assessed the event as possibly related to the study device and definitely related to the procedure. Based on the cec adjudication, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the event required prolonged hospitalization and medicinal treatment. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury,¿ with an awareness date of 29-may-2023. . The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the icad study (B)(4) in (B)(6), subject#: (B)(6) a 68-year-old female who underwent a vascular stent placement surgery with an enterprise 2 (unkenterprise2) vascular reconstruction device on (B)(6) 2022, suffered a brainstem infarction on that same day (on (B)(6) 2022) with an outcome of ¿resolved symptom¿ and noted as persistent. Per event description, the patient was admitted on (B)(6) 2022 due to ¿dizziness with unstable walking for 2 months¿ and was diagnosed to have severe stenosis of the basilar artery. On (B)(6) 2022, a cranial magnetic resonance (mr) was completed, and showed senile pathological changes and leukoaraiosis with multiple chronic demyelinating lesions. On (B)(6) 2022, patient was consented for the ¿implantation of intracranial stent in patients with atherosclerotic intracranial stenosis accompanied with severe symptomatic atherosclerosis study (cerenovusenterprise 2 intracranial stent): a multicenter, prospective, single-arm target value study in (B)(6)¿. On (B)(6) 2022, intraoperative angiography was completed and results showed: severe stenosis of the basilar artery with a length of about 5.72mm at the stenosis site, a diameter of 0.62mm at the narrowest lesion vessel, and a diameter of 2.31mm at the normal proximal stenosis site; the distal segment diameter was 2.87 mm, the distal vessel at the site of stenosis was normal, and the stenosis rate was about 73.6%. Hence, the patient met all inclusion/exclusion criteria of the study and was enrolled. During her surgery, the 4.0mm x 16mm enterprise® 2 vascular reconstruction device was used and implanted. Immediately after the surgery, angiography shows residual stenosis less than 16% and the stent completely covering the lesion. Post-operatively, the patient vomited about 50ml of gastric contents. She was given metoclopramide 10mg intramuscularly. On (B)(6) 2022, another vomiting episode occurred and 2 ml/ivvp of urapidil was given. On (B)(6) 2022, there was a recurrence of the vomiting episode. Cranial CT scan was done which showed senile cerebral changes and leukoaraiosis with multiple lacunar lesions after basilar artery stenting. In addition, cranial mr was again performed, and patient was diagnosed to have brain stem infarction due to the new infarct on the left side of the brainstem seen. The following medications were administered: butylphthalide and sodium chloride 100ml intravenous (IV) twice a day; and edaravone and dexborneol concentrated solution 15ml with 0.9% sodium chloride 100ml (IV) twice a day. Patient¿s discharge order was cancelled to administer these treatments. Patient was reported to be in ¿good condition currently¿. The infarction was assessed by the investigator as serious, moderate in severity, possibly unrelated to study device, possibly related to the surgery, and not an unanticipated adverse device effect. The event was considered a new infarction/ ischemic stroke with the classification of symptomatic intracranial arterial stenosis within vascular territory as it was noted as possibly caused by severe stenosis of the basilar artery and occlusion of perforator vessels. No symptomatic cerebral hemorrhage reported nor any permanent impairment of body structure/function. There was no device deficiency reported. The event did not cause discontinuation of the subject from the study. Additional information was received on 10-oct-2022. The data entered for the ae outcome was changed from ¿resolved symptom¿ to ¿resolved without sequelae symptom¿. The ae was noted this time as not persistent, and ae end date was changed from blank to ¿on (B)(6) 2022¿. There were also updates from the follow up summary report on (B)(6) 2022. It stated in the notes that from the observation of the physician on (B)(6) 2022, there was improvement noted during the patient¿s recovery from the event. Dizziness was ¿recovering¿, no vomiting or any new symptom was reported, and patient was able to walk more steadily. The medications given on (B)(6) 2022 for the infarction event were discontinued on (B)(6) 2022. The last patient condition reported was that there was no more dizziness, headache, nausea or vomiting that occurred. Patient¿s vital signs were stable, having clear consciousness, with equal pupil reaction and sensitivity to light, and muscle strength of all extremities was grade v. Also, nih stroke scale (nihss) score was 0 and modified rankin scale (mrs) score was 1. She was then discharged from the hospital with the event resolved. Investigator¿s assessment of the event was serious, moderate in severity, unlikely related to the device and possibly related to the procedure. Additional information was received on 7-novoct-2022 and 9-nov-2022. Summary of the information provided: on (B)(6) 2022, the patient visited the emergency department for observation due to lisp without obvious inducement at home, manifested as partial lisp, accompanied by asthenia, without dizziness, headache, nausea, vomiting, limb twitching, mouth twitching, unconsciousness, or epilepsy. Computed tomography angiography (cta) report showed mixed plaques, bilaterally, in common carotid arteries; multiple calcified plaques with luminal stenosis in siphon segments of both internal carotid arteries; mixed intracranial segments and calcified plaques with mild to moderate luminal stenosis, bilaterally, in vertebral arteries; and local stenosis in a2 segment of right anterior cerebral artery and p2 segment of left posterior cerebral artery. Bayaspirin enteric-coated tablets and ticagrelor were administered for anti-platelet aggregation, while atorvastatin calcium tablets for plaque stabilization. In the early morning of on (B)(6) 2022, when discharged, the patient¿s symptoms were improving without lisp or unstable walking. At 12:00 on (B)(6) 2022, the patient suddenly developed lisp without obvious inducement at home, with the same symptoms as before, accompanied by weakness of the right lower limb, unstable walking, without dizziness, headache, nausea, vomiting, limb twitching, mouth twitching, unconsciousness, epilepsy. Head CT showed senile brain changes, leukoaraiosis, with multiple lacunar lesions. Emergency treatment with tirofiban injection for anti-platelet aggregation, atorvastatin calcium tablets for lipid-lowering and plaque stabilization. The patient was admitted in the department of neurology on (B)(6) 2022. Nihss score was 2 points and gcs score was 15 points. Tirofiban was administered for anti-platelet aggregation + atorvastatin calcium tablets for lipid-lowering and plaque stabilization, butylphthalide for opening collateral circulation, and edaravone and dexborneol injection was used to scavenge oxygen free radicals. The patient regularly took aspirin enteric-coated tablets (100 mg qd) and ticagrelor (90 mg bid), and atorvastatin calcium tablets (20 mg qd) until discharge. Cranial magnetic resonance on (B)(6) 2022 showed recent cerebral infarction in the left pons and left brachium pontis, suggesting empty sella turcica changes and old microhemorrhagic lesions in the right thalamus (judged to be clinically insignificant). On (B)(6) 2022, neurosurgery consultation assessment diagnosis was that the patient experienced a brain stem infarction after basilar artery stenting. The patient was given indwelling gastric tube and fresubin diabetes enteral nutritional emulsion to maintain nutrition due to swallowing disorder caused by cerebral infarction. Per the principal investigator assessment, the event was moderate in severity, non-serious, not related to the study device, and not related to the study procedure. On (B)(6) -2022, cranial magnetic resonance imaging report showed a newly infarcted lesion on the left side of the pons. Compared to mra images dated on (B)(6) 2022, there was no recent infarct. During neurology inpatient treatment from on (B)(6) 2022, the weakness of right limbs and lisp was slightly improved; no nausea, vomiting or other discomfort was experienced by the patient. On (B)(6) 2022, physical examination showed clear consciousness, soft spirit, lisp, pertinent response to questions, free eye movements, equal and round pupils bilaterally, and sensitive light reflexes. Muscle strength of right lower limb was grade ii +, muscle strength of right upper limb was grade ii, and muscle strength of left upper and lower limb was grade ii. On (B)(6) 2022, the patient was improving and discharged to the rehabilitation hospital. Additional information received on 26-sep-2022 regarding the adverse event of ¿brain stem infarction.¿ the additional information was reported as such, ¿on (B)(6) 2022, the patient was admitted due to "dizziness with unstable walking for 2 months" and diagnosed with severe stenosis of basilar artery. The informed consent form of "implantation of intracranial stent in patients with atherosclerotic intracranial stenosis accompanied with severe symptomatic atherosclerosis (cerenovusenterprise 2 intracranial stent): a multicenter, prospective, single-arm target value study in (B)(6)", no. (B)(4), was signed on (B)(6) 2022. Cranial mr on (B)(6) 2022 showed senile pathological changes and leukoaraiosis with multiple chronic demyelinating lesions. On (B)(6) 2022, intraoperative angiography showed severe stenosis of the basilar artery, with a length of about 5.72 mm at the stenosis site, a diameter of 0.62 mm at the narrowest lesion vessel, and a diameter of 2.31 mm at the normal proximal stenosis site; the distal segment diameter was 2.87 mm, the distal vessel at the site of stenosis was normal, and the stenosis rate was about 73.6%. The patient was enrolled after confirming that all inclusion criteria were met and any exclusion criteria were not met, and an enterprise 2 4.0 * 16 mm stent was implanted. The angiographic residual stenosis was less than 16% immediately after the surgery, and the stent had completely covered the lesion. On (B)(6) 2022, the patient vomited gastric contents once on postoperative day, about 50ml, and was given metoclopramide injection 10 mg im st. On (B)(6) 2022, a day after the surgery, the patient vomited a small amount of gastric contents once, and the dose of urapidil injection was adjusted to 2 ml/ivvp. On (B)(6) 2022, the patient vomited again, and reexamination of head CT showed senile cerebral changes and leukoaraiosis with multiple lacunar lesions after basilar artery stenting. On (B)(6) 2022, cranial mr was repeated and at 17:00 after mr examination, the patient's images showed a new infarct on the left side of the brainstem. Brain stem infarction was diagnosed. The discharge order on the second day was cancelled, and the patient was given butylphthalide and sodium chloride injection 100ml bid ivgtt, edaravone and dexborneol concentrated solution for injection 15ml + 0.9% sodium chloride injection 100ml bid ivgtt. Updated the follow-up summary report on (B)(6) 2022: during ward round by the doctor from on (B)(6) 2022, the dizziness was recovering than before, the patient walked more steadily, without vomiting or other special conditions. Butylphthalide and sodium chloride injection and edaravone and dexborneol concentrated solution for injection were discontinued on (B)(6) 2022. Today, the patient had no dizziness, headache, nausea or vomiting, with stable vital signs, clear consciousness, equal pupils and sensitive to light. Muscle strength of four extremities was grade v, nihss score was 0, mrs score was 1, and the patient was resolved and discharged. This sae was considered to be a new infarction possibly caused by severe stenosis of the basilar artery and occlusion of perforator vessels, with an onset date of on (B)(6) 2022 and a severity of moderate and was considered possibly related to the procedure and unlikely related to the device.¿ additional/modified information was received on 17-oct-2022. Summary: regarding the event of ¿brain stem infarction,¿ the relationship of event to the study device was updated from ¿unlikely related¿ to ¿unrelated¿ and the relationship of event to the procedure was updated from ¿possibly related¿ to ¿unrelated.¿ additional/modified information was received on 29-may-2023. Summary: on 29-may-2023, a clinical event committee (cec) was received regarding the event of ¿brain stem infarction.¿ the cec assessed the event as being possibly related to the study device and definitely related to the procedure.